Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading read "hi." Troubleshooting was performed, and it was found that the customer may have inadvertently changed the settings on the insulin pump. The customer stated that she was pressing the buttons, and afterwards she was not sure if the time and basal rates were correct. The customer was advised to change out her infusion set and the two high blood glucose rule was explained. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.